Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was 230mg/dl at the time of the incident. The customer reported that their healthcare professional stated that the issue was bad. The customer stated that the buttons were unresponsive. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting for button error/keypad anomaly was performed. The customer stated the insulin pump was alarming to change reservoir and when they pressed the buttons, they were unresponsive. The customer stated that there was no significant event leading to the keypad issues. Customer also stated, time, when asked if the clock on the insulin pump advanced when observed for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and glue on belt clip slot. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Analysis was unable to verify prime anomaly due to compromised force sensor system alarm.